Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to tinnitus. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 1, 2022.

Manufacturer narrative:
This report is submitted on may 30,2022.